Manufacturer narrative:
The lead was returned without a reported event. As received, a complete lead was returned for analysis. Visual inspection noted an external insulation abrasion breaching the outer insulation, ptfe liner and exposing the outer coil located at the proximal region of the lead consistent with friction to the device can. The reported event was isolated to the exposure of the coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any additional anomalies.

Event description:
This report is to advise of an event observed during analysis.